Event description:
On (B)(6) 2023, this patient underwent second staged endovascular treatment of a thoracic aortic aneurysm using the relay plus thoracic stent graft system and the gore® tag® conformable thoracic stent graft with active control system (ctag ac device), following a total arch replacement. The ctag ac was implanted distally. The patient tolerated the procedure. On (B)(6) 2024, a reintervention was performed due to a suspected type iiib endoleak of the relay stent graft and a suspected distal type I endoleak of the ctag ac device, as indicated by 4d computed tomography. A stent graft was implanted within the existing stent grafts to address the possible type iiib endoleak. Angiography revealed no distal type I endoleak, and the physician opted for follow-up observation. The patient tolerated the procedure. On an unknown date, a type ii endoleak was identified. On (B)(6) 2024, a reintervention was performed to treat the type ii endoleak. Coil embolization of the collateral pathway from the right subclavian artery was conducted. The patient tolerated the procedure. On (B)(6) 2024, a distal type I endoleak of the ctag ac device was confirmed during follow-up. Ballooning of the ctag ac device was performed, resulting in a reduction of the endoleak. The patient was placed under continued observation. The patient tolerated the procedure. On (B)(6) 2025, follow-up imaging showed no improvement in the distal type I endoleak. Therefore, an additional stent graft was implanted using the gore® dryseal flex introducer sheath. The endoleak resolved. During this reintervention, dissection of the right external iliac artery, which served as the access vessel, was observed. However, since there was no pressure gradient and blood flow remained adequate, no further treatment was performed. The patient tolerated the procedure. (The type ii endoleak event was separately reported under report# 2017233-2025-06404, and the type I distal type I endoleak event was separately reported under 2017233-2024-05443.)

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.